Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the remote home monitoring system exhibited a red blinking light due to a potential unspecified product performance issue related to this cardiac resynchronization therapy defibrillator (crt-d). The patient reported not feeling well and was sent to the emergency room and was unable to perform troubleshooting. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient passed away 2 years later with no additional information linking the device to the death. The device was explanted and returned.